Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 at 06:30 pm. Customer blood glucose level was 380 mg/dl. Customer experienced symptoms such as vomiting. Customer also stated that the insulin pump had motor error and reservoir was leak. The reservoir will not be returned for analysis.